Event description:
The customer reported via phone call that they had high blood glucose. The customer stated their blood glucose was between 400 mg/dl and 500 mg/dl. The customer treated their blood glucose with the insulin pump. Customer stated they were able to resolve their blood glucose by changing out their reservoir, infusion set and site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.